Manufacturer narrative:
Therapy date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2019-13872, 1627487-2019-13881. It was reported patient experienced ineffective coverage of pain relief. Trouble shooting have been attempted but unable to solve the issue. As a result patient underwent surgical intervention where the entire drg system was explanted.